Event description:
It was reported that the patient experienced increased pain on the left side of the body after lifting a heavy object. The patient underwent a revision procedure due to lead migration wherein an additional lead was added. The patient was doing well post-operatively.